Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported issues charging their implanted neurostimulator for a while. Patient described the controller battery is depleting very quickly and noted they used to be able to go maybe 3 days without charging their controller and now more recently is depletes so quickly that they are having to charge the controller multiple times before the implant will fully charge. Patient noted seeing no device found and described the controller will blink green once and then change to a yellow/amber light. Patient stated they had reset the controller multiple times and tried aa batteries, but this did not resolve. Patient reported no visible damage to the controller port, battery compartment or battery pack and added they had cleaned the bp pins. Agent had patient remove the battery pack and plug the controller into the ac powe r supply. Patient confirmed the controller powered on. Patient then re-inserted the li battery and confirmed the green light was flashing above the screen. Patient unlocked the controller and reported the controller was at 70% recharging and the implant was red. Due to the nature of issues patient has been experiencing, a request was sent to the repair department to replace the li battery pack. Patient mentioned they have mobility problems. See previous case for the report of a previous recharger replacement. No symptoms were reported. Additional info received from patient that they received their replacement battery, but they cannot recharge their implant. Patient stated the light would blink green, then it goes yellow. Patient stated this was the same issue that happened before hand, and it was when they charged the implant not the controller. Patient confirmed they had taken the battery and put it into the functioning controller. Patient started charge and reported poor recharge quality immediately. Patient confirmed no falls or trauma and said the recharger was new. Patient reset controller and stated the back cover was stuck and since yesterday they had trouble getting the cover on and off. Patient did not take back cover off transportation controller but stated they would after the call. Patient reset controller then started charge and poor recharge quality persisted. The issue was not resolved. A repair request was sent to replace the recharger. Patient stated they had marked up the old back cover in trying to remove it. Additional information received from patient (pt) that they were still continuing to have issues when charging. Agent walked pt through reset showing controller showing 70% and the implant (ins) showing 0%. Agent attempted to have patient charge the ins and pt saw poor charge quality. Pt states the belt never stays in position so holds with pillow. Pt states will blink green and than amber color again. Agent reviewed steps on charging and or advised to try belt and pt states they tried this and doesn't help them. Agent sent request to repair for controller and directed to hcp on next step if pt continues to have issues. Patient called back and stated that they can't still get their implant charged. Agent redirected the patient to their hcp for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.